Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please clarify if by "acting like it was a pop off" you are saying that the suture almost broke. Per the surgeon, the suture did break. Product is boxed up and will be returned tomorrow. Confirm if the lot number "qabjbh" is correct. Product is already boxed up in the return box and will be shipped out tomorrow. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by ¿refuse¿ in the statement ¿the surgeon used a second like device on the proximal side and refuse to ensure that the anastomosis was closed. There were no leaks found.¿

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2020 and suture was used. During the procedure, the suture was fraying and acting like it was a pop off. It was clarified that the suture broke. The surgeon used a second like device on the proximal side and refuse to ensure that the anastomosis was closed. There were no leaks found. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: h6 a manufacturing record evaluation was performed for the finished device lot number qabjbh, and no non-conformances were identified. Additional h3 investigation summary: one top overwrap and one empty open folder of product code epm8703, lot qabjbh were received for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿the suture was fraying and acting like it was a pop off". Additional information was requested and the following was obtained: can you please clarify what is meant by ¿refuse¿ in the statement ¿the surgeon used a second like device on the proximal side and refuse to ensure that the anastomosis was closed. There were no leaks found.¿ answers: infuse. To check see if the anastomosis was sealed and not leaking.